Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that high defibrillation impedance was observed on the right ventricular lead due to suspected lead damage. The lead was explanted and replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
Additional information: d10, h3, h6. As received, a complete lead was returned in three pieces. Electrical testing did not find any conductor fracture of internal shorts. Impedance testing was unable to be performed due to the condition of the lead as received. Visual inspection of the lead did not find any anomalies except for procedural damage. The reported event of high defibrillation impedance due to lead damage was not confirmed.